Manufacturer narrative:
Analysis of the returned device identified weight to the specification, creases and linear opening on anterior edge. A visual and microscopic analysis was performed which identified striated broken on posterior, anterior and radius, striated opening on posterior, anterior and radius, non-penetrating nicks, missing shell, wear abrasion and creases fold. Base on the device analysis the final assessment is: a striated and broken posterior edge and radius due to surgical damage consistent with the use of some surgical tool. Missing shell due to inconclusive.

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.